Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2006, 853 lead, implanted: (B)(6) 1986. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced light-headedness and sickness. It was also noted that there implantable pulse generator (ipg) "was acting some way" while using a heated massager with a magnetic function. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.